Manufacturer narrative:
The affected babytherm 8004 was manufactured in december 2005. The investigation was based on the provided information regarding the event and several photographs of the issue. The heater of the affected device was requested for the investigation, but has not been provided. Based on the photos the issue could be confirmed. It could further be determined that the reflector module exhibited a very intensive level of soiling and/or degradation. No similar degradation has been observed with any other babytherm 8004 so far. During further testing at the manufacturer it was not possible to reproduce the reported device issue with a laboratory device. It can be concluded that melting of reflector material is the result of a long-term development and does not occur spontaneously. However, based on the available information it was not possible to determine a clear root cause. No similar incidents have been reported to dräger. Therefore, this is classified as an isolated case.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was just started. Results will be provided in a follow-up report.

Event description:
It was reported that during usage with patient a hot metallic part felt down on the mattress only a few centimeters away from the patient, burning the blanket and the mattress. No patient consequences were reported.